Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the battery led remained red when connected to the charger. When the battery is not charged, the wireless footswitch will not have enough energy to connect to the base station and will be red. A philips service engineer inspected the system onsite and replaced the wireless footswitch battery and returned the system to use. Updated codes based on investigation.

Event description:
It has been reported to philips that the wifi and battery indicators on the wireless footswitch were flashing red and the wireless footswitch stopped working during the procedure. The procedure was completed by using a wired footswitch. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.